Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak in a lumbar feeder vessel using a lantern delivery microcatheter (lantern), a guide catheter, and a non-penumbra sheath. It was noted that the patient's anatomy was tortuous. During the procedure, the physician placed the sheath and guide catheter, then attempted to advance the lantern through the guide catheter; however, resistance was encountered, and the lantern would not track to the target vessel. Therefore, the lantern was removed. The procedure was completed using the same sheath, another microcatheter and coils. There was no report of an adverse effect to the patient.